Manufacturer narrative:
An event regarding a periprosthetic fracture involving a trident shell was reported. The event was confirmed based on the medical records provided. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records by a clinical consultant reported: periprosthetic fracture complication after cementless cup implantation requiring revision. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded: mismatch between component size and poor bone quality, periprosthetic fracture complication after cementless cup implantation requiring revision. There is no place for device-related factors in such pp-fracture scenario. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that the patient has experienced pain post operation. On the (B)(6), protrusion on acetabular component into pelvis was identified. Failure of medial wall as noted on previous x-ray and anterior column of native hip joint was identified. On the (B)(6), the staples were removed, prosthetic femoral head and cup were removed. Anterior column fracture was identified.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient has experienced pain post operation. On the (B)(6), protrusion on acetabular component into pelvis was identified. Failure of medial wall as noted on previous x-ray and anterior column of native hip joint was identified. On the (B)(6), the staples were removed, prosthetic femoral head and cup were removed. Anterior column fracture was identified.